Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 6.2 cm in diameter thoracic aortic 400 mm dissection. It was reported that the stent graft was implanted in the elephant trunk post ascending repair. The landing zone in the elephant trunk was 5cm. On a routine follow up CT scan, a proximal type I endoleak was observed with aneurysm growth. The physician stated that the valiant stent graft had migrated distally because the proximal landing zone was in the elephant trunk graft and because the graft accordions, there was no way of knowing how much landing zone there was originally. The physician performed a secondary intervention and a carotid-subclavian bypass was done and extended to the left carotid with valiant 42x42x150 resolving the endoleak. In addition, the left subclavian artery was occluded with a 16mm amplatzer plug. No additional clinical sequelae were reported and the patient is fine.